Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to change out the battery in his insulin pump and was unable to remove the battery cap. The customer was advised to try using a screwdriver to get the battery cap off. Nothing further was reported.